Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed for a zero p va anterior cervical implant at c4/5. Primary procedure was performed (B)(6) 2014. Revision procedure was performed (B)(6) 2014. After the primary procedure the patient¿s symptoms initially improved and then started to get worse. An magnetic resonance imaging (MRI) suggested something behind the implanted cage. The zero p va was removed with no difficulty. Behind the implant there was some blood clot. This was removed by the surgeon. A competitor's cage 6mm was implanted, filled with dbx. A vectra plate was used for fixation. The implant is being taken by the patient so it will not be available for investigation. This report is for 4 unknown screws. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 4 unknown screws. (B)(4) revision surgery due to blood clot behind cage. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.